Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, there were multiple issues with the monitor; high pulse rate readings and inconsistent spo2 readings. The pulse rate reading did not match the manual check heart pulse rate; the monitor displayed a rate reading of 200, while the manual check showed 88. The sensor and batteries were replaced with new ones, but the issue persisted. There was no patient harm.

Manufacturer narrative:
Correction: h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the reported issues were not found. It was reported that there were multiple issues with the monitor; high pulse rate readings and inconsistent spo2 readings. The pulse rate reading did not match the manual check heart pulse rate; the monitor displayed a rate reading of 200, while the manual check showed 88. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: device not giving readings and giving error 010. The issue was resolved by replacing the nellboard. The most likely cause for these additional conditions is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Device not giving readings and giving error010 hence replaced nell board that has no relationship to the reported condition it was reported that during use, there were multiple issues with the monitor; high pulse rate readings and inconsistent spo2 readings. The pulse rate reading did not match the manual check heart pulse rate; the monitor displayed a rate reading of 200, while the manual check showed 88 the reported issue could not be confirmed the evaluation detected an unreported condition: not giving readings and giving error010 hence replaced nell board that has no relationship to the reported condition the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, there were multiple issues with the monitor; high pulse rate readings and inconsistent spo2 readings. The pulse rate reading did not match the manual check heart pulse rate; the monitor displayed a rate reading of 200, while the manual check showed 88. The sensor and batteries were replaced with new ones, but the issue persisted. There was no patient harm.